Manufacturer narrative:
Device investigation narrative - visual inspection performed on the exterior of product and no damage was observed. Product failed functional testing with "short circuit detected" error message on port a after power up. Resistor r54 on main pcb was observed to be burned. Also, transistors q8 and q11 were found to be shorted out on the main pcb. The complaint was verified. A root cause has been associated with an electrical component failure. Factors unrelated to the manufacturing and design of the device which could have contributed to the reported event includes connecting a hand piece that is still wet from sterilization processing when plugged in or connecting a shorted out hand piece causing damage to electronic components on the main pcb. Manufacturing records show this unit was delivered as a service replacement on april of 2016. No containment or corrective actions are recommended at this time. (B)(6). (B)(4).

Event description:
It was reported the dii controller shorted then overheated. This occurred before a procedure. There were no patient injuries reported.